Event description:
This complaint is now reportable based on the analysis completed on 3/19/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.00x16mm taxus express2 drug eluting stent would not load onto the guidewire. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "fine". However, the returned product revealed the stent had moved on the balloon.

Manufacturer narrative:
Following a detailed device analysis the condition of the returned device was consistent with the complaint reported. The device was returned for analysis and initial visual examination of the returned unit found tip damage. The tip was slightly flared outwardly. This type of damage is consistent with guidewire movement. The device was returned without the product mandrel inserted. The protective hoop and balloon/stent protector were not returned therefore, indicating that the device had been prepped for use. Slight kinks were found along the entire length of the hypotube. This type of damage is consistent with excessive force having been applied to the device. Microscopic examination of the crimped stent revealed that the stent had moved proximally on the balloon. Solidified contrast media was present inside the inflation lumen of the device. It was not possible to insert the recommended sized guidewire (0.014 inch) through the lumen of the device due to the presence of solidified contrast media found inside the inflation lumen of the device. A review of the device history found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation conducted the details of the complaint, handling damage would be the most probable root cause. The complaint was caused by handling of the device without pt contact during the unpackaging/preparation.